Event description:
Repair request initiated for device with the report of bearing detachment. It was reported there was no patient involvement. Repair is being escalated to product event due to reason for the return and evaluation determined broken burr. On further follow-up it wasreported that there was only 15mm of the broken burr stuck inside the collet and no information can be retrieved out of it. It was also reported that the burr stuck in the attachment was discarded.

Manufacturer narrative:
H3 product analysis for pss unknown tool: evaluation determined that broken tool. The likely cause of the failure could not be determined. Product analysis for em800: evaluation could not reproduce the reported malfunction of bearing detachment. However, it was noted that broken bur stucked in collet. This finding might have contributed to the user experience. It was also noted that minor scratches found on unit continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: em800, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.